Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issues with prime/rewind. The caller stated that the insulin pump alarmed and the drive support cap was protruded and sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information as provided.